Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient fell and the device was not working properly. The patient and manufacturing representative(rep) were aware. The patient had an x-ray, the leads looked twisted. They stated the patient needed to find a urologist who could remove/replaced the device. The healthcare provider stated that the fall was the most likely cause per the rep of the device not working. Issue had not yet been resolved. The was not determined if this was caused by normal battery depletion. The issue had not yet been resolved, and no further actions will be taken. It was unknown if the cause of the device not responding was determined, and no further action will be taken. The cause of the device operating at maximum settings was not determined, and no further action will be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they are getting device not responding message when trying to connect with their implant and reported "it's not working, the whole device is not working". Patient stated they were at healthcare provider's office last friday and was told to come in at 1pm because the manufacturer representative (rep) was there. Patient reported the rep looked at their handset and stated they do not know what's wrong with it and the equipment is not working. Patient stated the doctor was not there but stated the rep went over it and couldn't figure out "why it wasn't working, why it wasn't coming on" and just walked out. Patient stated they are going to go to (B)(6) over this. Patient clarified the issue is that they are getting device not responding when trying to connect with their implant. Patient stated they have called about this before and it hasn't been working. Agent reviewed general use of external devices and patient initially reported getting device not responding. Patient confirmed communicator was directly on implant. Agent reviewed overview of placement of communicator on their implant. Patient stated the problem is not that they are not putting communicator on their implant as patient confirmed communicator was correctly placed on their implant. Patient confirmed successfully connected with implant on the call and reported getting system is operating at max settings message when attempting to increase stimulation. Patient also reported seeing a yellow emblem with a white exclamation point next to 0.5 and stated if they press it says "device isn't working". Patient reported the problem is not that they are getting system is operating at max settings message and stated the problem is that when they press the button (the yellow emblem with the white exclamation point) beside the therapy setting they are getting message that "system is not working, it's not communicating" but patient stated they could not get this to come back up on the call (patient later clarified the message they are seeing when they press this is device not responding). Patient reported they have been having problems ever since this "light came on here." Agent reviewed device not responding and max settings message overview and redirected patient to healthcare provider to further address the issue. Patient stated their communicator was in place when they got device not responding message so they think something is not working "on this thing". Patient stated they understand max settings message and stated they want to know why they were getting device not responding and they think something is wrong with the device due to this. Agent reviewed again device not responding message overview and patient reported their therapy is not working. Agent reviewed therapy overview and redirected patient to their managing healthcare provider to further address the issue. Patient stated when they were at their doctor's office on friday the rep and nurse looked at everything and the rep could not figure it out. Patient stated they are trying to find a new doctor due to change in insurance. Agent offered to send patient a list of physicians but patient declined. Reviewed role of patient services and role of representative. Patient expressed dissatisfaction with rep that they worked with but was unable to recall name of rep. Patient reported they want to figure out why their equipment is not working due to getting device not responding (patient was able to successfully connect with implant on the call). Patient reported they think their implant is not working. Patient became escalated and due to the nature of the call, agent was unable to collect any further event information. The patient was redirected to their healthcare provider to further address the issue. Patient stated they guess they will have to file a grievance with (B)(6) or manufacturer. Patient wanted to know duties and responsibilities of reps. Patient requested to speak with managers of reps. Agent sent email to reps to provide visibility to situation and request patient be contacted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The patient called back from registered number checking on receipt of letter reference. During the call patient said they met with the rep who told them they would get back in touch to go over what his options are but hasn't heard back from the rep. Pt said they want to find out what to do next or if there's no more that can be done. He also said they wish to find a closer doctor and wants to stay with manufacturer product. Agent offered to send physician listings and to reach back out to the rep. Reopened the case to email physician listings and to send rep request email.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead, lot# unknown serial# implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient fell and the device was not working properly. The patient and manufacturing representative were aware. The patient had an x-ray, the leads looked twisted. They stated the patient needed to find a urologist who could remove/replaced the device. The healthcare provider stated that the fall was the most likely cause per the rep of the device not working. Issue had not yet been resolved. The cause of the device not responding was unknown.